Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer saw a red x arrow with book question mark. The customer stated that they wore the pump while in the pool. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error alarms were noted. The device was received with operating currents within specification. The device passed self -test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, traces of corrosion found at the electronic and motor assemblies per visual inspection. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with minor scratched display window and case.